Event description:
Vague report of pump reported to infuse all of the medication at one time. The medication being infused at the time is unknown and how much infused is also unknown. No additional clinical details were able to be obtained. No pt injury resulted.